Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronic assembly during a visual inspection. The device also had a minor scratched liquid crystal display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it had gotten wet. The customer stated that it had rained and his shirt became wet before it had alarmed. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.